Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge representative had spoken with the rn cardiopulmonary director, and she explained that they were using their old ECG cables that were not getinge ECG cables. She said they replaced them with the getinge ECG cables they ordered in september of 2018. The hospital self-services the iabps and does not utilize getinge for service. Additional information has been requested, and we will report accordingly if it becomes available. Device evaluated by manufacturer? Not returned to manufacturer.

Event description:
It was reported that the customer had contacted a getinge representative via phone and explained that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had issues acquiring an ECG via the skin leads. The customer explained that they utilized an external ECG cable and this worked. However, the direct ECG cables would not work. The customer changed the iabp with another one, and was able to acquire the ECG. No patient harm, serious injury or adverse event was reported.